Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found an insulation abrasion at 32.0 to 32.8 cm from the connector pin. Abrasions are consistent with constant friction with another implantable device or feature of the heart.

Event description:
This reported is to advise of an event observed during analysis.